Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/24/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained results of 56, 57 and 84 mg/dl. The expected fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 71 and 68 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer had already performed a control test and it read within range.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/24/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained results of 56, 57 and 84mg/dl. The expected fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 01/08/2018, a back to back blood test was performed non-fasting by the customer and produced test results of 71 and 68mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer had already performed a control test and it read within range.